Event description:
Suspected magnet mode malfunction of generator. Reporter indicated that device can be interrogated and pt can feel normal mode stimulation, but can no longer feel magnet mode stimulation. Additionally, magnet activations are not being recorded in the magnet history database.